Event description:
During follow-up, automatic mode switch episodes due to competitive atrial pacing resulting in intermittent undersensing was observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.